Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" was confirmed during archive data review and functional testing. The root cause of the system error was the out-of-specification drivetrain motor brake gap (too wide), likely due to a defective component, as the drivetrain motor was replaced in july 2020. There was no physical damage observed on the returned autopulse platform during the visual inspection. The archive data revealed a system error 139 (unable to hold compression position) message on the reported event date, thus confirming the reported complaint. System error 139 was generated if a platform cannot give optimum CPR, the platform stopped compression as intended if it can't provide optimum CPR. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. The brake gap inspection indicated that the drive train motor brake assembly air gap was too wide (0.015 "). The brake gap is not adjustable and continues to open out of specification (0.008" ± 0.001"). The two motor shaft dimples had widened/worn out. The m3-.5 x 4mm set screws would not lock into the encoder shaft's dimple locking wells and caused the brake to disengage. The defective drive train motor was replaced to remedy the fault. Following service, the brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform was then subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for autopulse platform with serial number (B)(4). (B)(6), reported on april 06, 2020. The drivetrain motor was replaced.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" message upon powering on. No patient involvement.